Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen-undefined issue, was verified, but the battery - hot to touch, issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Additionally, the customer reported pump screen "popped out". There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.